Event description:
It was reported that the patient is experiencing burning, pain and swelling in the left hip area at times. Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2010. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s left hip was revised on (B)(6) 2020.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels is considered to be under the scope of this recall. No further investigation is required. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by manufacturer? Not returned to the manufacturer.